Manufacturer narrative:
Insulin pump received with black shadow on the display due to warped and uneven pcb on the lcd board. No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, stained end cap sticker and cracked battery tube threads. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.

Event description:
It was reported that customer's insulin pump had a button error. None of the buttons are working. Customer's blood glucose was 7.0 mmol/l at the time of the incident. The device got rained on while customer was walking home. The device was in customer's pocket. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's last blood glucose was 13.0 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.